Manufacturer narrative:
H3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit failed the weight test. The piston migration was measured at 1.8 inches which is indicative of significant hydraulic fluid loss. The complaint was confirmed and the root cause has been determined to be a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include deterioration of the seal material over time or an abnormality of the surface that the seal contacts.

Event description:
It was reported that the spider was not working, it was leaking hydraulic fluid when battery was removed. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.